Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin within the cartridge at the time of the occlusion alarm. Tandem technical support (cts) educated the customer that per the t:slim x2 basal iq user guide, apidra insulin has not be tested for use with the pump. Customer declined further troubleshooting with cts, and continued to use the pump for insulin therapy.